Event description:
It was reported the patient felt jumping and stimulation in their chest and went to the emergency department. It was determined the atrial lead impedance and threshold were high. Over sensing was also noted and polarity switch had occurred. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2000. (B)(4).